Event description:
It was reported that the patient experienced two episodes of diaphragmatic stimulation. The left ventricular (lv) lead was reprogram med and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2015, 5076-45 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.